Manufacturer narrative:
Block h2: additional information: block b5 (describe event) block g2: FDA registration number: 3300300000-2021-8002. Block h6: device code a041001 captures the reportable event of balloon pinhole. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon did not hold pressure and a hole was found. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. There were no patient complications reported as a result of this event. ***additional information received on may 25, 2021*** reportedly, the dilation was not completed and no additional device to complete the procedure. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon did not hold pressure and a hole was found. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. There were no patient complications reported as a result of this event.